Event description:
Additional information received indicated the device was re-programmed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. Technical support recommended an rv lead revision to resolve the event, however, no intervention was performed at this time. The patient was in stable condition and will continue to be monitored. Related manufacturer report number: 2017865-2020-06376.